Event description:
There was noise on the atrial channel. The physician chose to replace this device because, he felt the noise was caused by a header issue. This device was replaced with another ICD.